Event description:
Consumer reported pain, infections & mobility issues.

Manufacturer narrative:
Consumer reportedpain, infection, & mobility concerns. Consumer also reported they did achieve osseointegration.